Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Periprosthetic fracture of thp and pain, following a fall. No surgical delay. Affected side: left.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "it was reported that periprosthetic fracture of thp following a fall". ¿the product was not returned to depuy synthes. However, photos were provided for review. Visual analysis of the radiological image revealed that the femur has fracture near the shaft of the femoral stem. However, no defects or evidence of a device nonconformance that could have contributed to the reported event were observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the corail2 non col ho size 13 would not contribute to the reported adverse event.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative:

Event description:
Additional information was received and stated that there were no delays in surgery. Doi: (B)(6) 2024. Dor: (B)(6) 2024. Affected site: left.